Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right essure device is beyond the margins of the contrast column of the fallopian tube suggesting perforation of the device/failure to occlude (close) fallopian tube(s)/ perforation,') and genital haemorrhage ('abnormal bleeding (general),') in a 42-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 135 lbs. Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal, penicillin allergy, anaphylaxis and uterovaginal prolapse. Concomitant products included duloxetine, ibuprofen, omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), night sweats ("hormonal changes describe: night sweats"), skin hypertrophy ("allergic or hypersensitivity reaction - type: thickening of thumb skin/ rashes or skin conditions-thickening of thumb skin"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), irritable bowel syndrome ("ibs"), abdominal distension ("gastrointestinal bloating"), gastrointestinal ulcer ("gastrointestinal ulcer"), gastritis ("gastritis"), hiatus hernia ("hiatal hernia"), oesophageal spasm ("esophageal spasm"), gastric polyps ("gastric polyp") and early satiety ("early satiety"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and vision blurred ("blurry vision"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), pain ("cps-chronic pain syndrome") and raynaud's phenomenon ("raynaud's disease"). In (B)(6) 2014, the patient experienced bladder prolapse ("bladder prolapsed"), cystocele ("cystocele") and migraine ("migraines/headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss."). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced skin infection ("infection (other) describe: skin infection resulting in scars"), radiculopathy ("radiculopathy"), intervertebral disc protrusion ("herniated disc"), musculoskeletal pain ("shoulder severe pain upper right side, widespread pain"), neck pain ("neck pain"), back pain ("back pain") and pain in extremity ("arm pain"). In 2018, the patient experienced dyspnoea ("shortness of breath") and anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and arthralgia ("ankle/wrist/hips/knee/elbow pain"). The patient was treated with antibiotics, iron, chiropractic, multiple endoscopes and colonoscopy, nioxin shampoo and reading glasses. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, night sweats, skin hypertrophy, skin infection, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, dyspnoea, fibromyalgia, pain, raynaud's phenomenon, bladder prolapse, cystocele, migraine, nausea, radiculopathy, intervertebral disc protrusion, vaginal discharge, vision blurred, fatigue, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, alopecia, anaemia, gastrointestinal ulcer, gastritis, hiatus hernia, oesophageal spasm, gastric polyps, early satiety, musculoskeletal pain, neck pain, back pain, pain in extremity and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, back pain, bladder prolapse, cystitis, cystocele, dysmenorrhoea, dyspareunia, dyspnoea, early satiety, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastric polyps, gastritis, gastrointestinal ulcer, gastrooesophageal reflux disease, genital haemorrhage, hiatus hernia, intervertebral disc protrusion, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, night sweats, oesophageal spasm, pain, pain in extremity, radiculopathy, raynaud's phenomenon, skin hypertrophy, skin infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- three essure coils were protruding from the right ostia and 0 coils were protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left essure device intact. Right essure device perforation. The right essure device is beyond the margins of the contrast column of the fallopian tube suggesting perforation of the device. The left essure device appears to be intact. No free spillage of contrast from the left fallopian tube was identified. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: cystocele. Lot number: b34596 manufacture date:2013-05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('the right essure device is beyond the margins of the contrast column of the fallopian tube suggesting perforation of the device/failure to occlude (close) fallopian tube(s)/ perforation,') and genital haemorrhage ('abnormal bleeding (general),') in a (B)(6)-year-old female patient who had essure (batch no. B34596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6). Previously administered products included for birth control: mirena. Concurrent conditions included body mass index normal, penicillin allergy, anaphylaxis and uterovaginal prolapse. Concomitant products included duloxetine, ibuprofen, omeprazole and ranitidine. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced night sweats ("hormonal changes describe: night sweats"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), skin hypertrophy ("allergic or hypersensitivity reaction - type: thickening of thumb skin/ rashes or skin conditions-thickening of thumb skin"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and vaginal discharge ("vaginal discharge"), 7 days after insertion of essure. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), fatigue ("fatigue"), gastrooesophageal reflux disease ("gerd"), irritable bowel syndrome ("ibs"), abdominal distension ("gastrointestinal bloating"), gastrointestinal ulcer ("gastrointestinal ulcer"), gastritis ("gastritis"), hiatus hernia ("hiatal hernia"), oesophageal spasm ("esophageal spasm"), gastric polyps ("gastric polyp") and early satiety ("early satiety"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and vision blurred ("blurry vision"). In (B)(6) 2014, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), pain ("cps-chronic pain syndrome") and raynaud's phenomenon ("raynaud's disease"). In (B)(6) 2014, the patient experienced bladder prolapse ("bladder prolapsed"), cystocele ("cystocele") and migraine ("migraines/headaches"). On (B)(6) 2014, the patient experienced alopecia ("hair loss."). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced skin infection ("infection (other) describe: skin infection resulting in scars"), radiculopathy ("radiculopathy"), intervertebral disc protrusion ("herniated disc"), musculoskeletal pain ("shoulder severe pain upper right side, widespread pain"), neck pain ("neck pain"), back pain ("back pain") and pain in extremity ("arm pain"). In 2018, the patient experienced dyspnoea ("shortness of breath") and anaemia ("anemia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and arthralgia ("ankle/wrist/hips/knee/elbow pain"). The patient was treated with antibiotics, iron, chiropractic, multiple endoscopes and colonoscopy, nioxin shampoo and reading glasses. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage, night sweats, menorrhagia, vaginal haemorrhage, skin hypertrophy, skin infection, cystitis, vaginal infection, urinary tract infection, female sexual dysfunction, dyspnoea, fibromyalgia, pain, raynaud's phenomenon, bladder prolapse, cystocele, migraine, nausea, radiculopathy, intervertebral disc protrusion, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, gastrooesophageal reflux disease, irritable bowel syndrome, abdominal distension, alopecia, anaemia, gastrointestinal ulcer, gastritis, hiatus hernia, oesophageal spasm, gastric polyps, early satiety, musculoskeletal pain, neck pain, back pain, pain in extremity, abdominal pain and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, arthralgia, back pain, bladder prolapse, cystitis, cystocele, dysmenorrhoea, dyspareunia, dyspnoea, early satiety, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, gastric polyps, gastritis, gastrointestinal ulcer, gastrooesophageal reflux disease, genital haemorrhage, hiatus hernia, intervertebral disc protrusion, irritable bowel syndrome, menorrhagia, migraine, musculoskeletal pain, nausea, neck pain, night sweats, oesophageal spasm, pain, pain in extremity, radiculopathy, raynaud's phenomenon, skin hypertrophy, skin infection, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred and weight increased to be related to essure. The reporter commented: insertion details- three essure coils were protruding from the right ostia and 0 coils were protruding from the left ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: left essure device intact. Right essure device perforation the right essure device is beyond the margins of the contrast column of the fallopian tube suggesting perforation of the device. The left essure device appears to be intact. No free spillage of contrast from the left fallopian tube was identified. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: cystocele. Most recent follow-up information incorporated above includes: on 31-jul-2019: pfs+mr received- lot number were added. New events the right essure device is beyond the margins of the contrast column of the fallopian tube suggesting perforation of the device/failure to occlude (close) fallopian tube(s)/ perforation, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), night sweats, thickening of thumb skin, bladder infection, vaginal infection, urinary tract infection, apareunia (inability to have sexual intercourse), infection (other) describe: skin infection resulting in scars, fibromyalgia, cps-chronic pain syndrome, raynaud's disease, bladder prolapsed, cystocele, migraines/headaches, nausea, radiculopathy, herniated disc, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurry vision, fatigue, weight gain, gerd, ibs, gastrointestinal ulcer, shortness of breath, anemia, hair loss, gastritis, hiatal hernia, esophageal spasm, gastric polyp, early satiety, gastrointestinal bloating, back pain, neck pain, arm pain, shoulder severe pain upper right side, widespread pain, ankle/wrist/hips/knee/elbow pain were added. Event injury updated to abnormal bleeding (general). New reporter patient information, medical history, lab data, concomitant, historical and treatment drug were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.